Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser 14s coiled and knotted with white tape on the handle, no anomalies are able to be seen on the device from the photo. Conclusion: the investigation is inconclusive as the device was not returned for evaluation and the photo review was unable to confirm for overheating and device inoperable. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: set up: set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Hold the crosser catheter at the distal tip in one hand and switch crosser generator ¿on¿. Verify the crosser generator is ¿on¿ by observing front panel display. Once power to crosser generator has been confirmed, and the irrigation is flowing, depress foot switch for 3-5 seconds to test the function of system. Transmission of energy can be observed at the tip of the catheter. Warnings and precautions: do not activate the crosser recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. When manipulating the crosser catheter, the catheter shaft may become warm to the touch. A warm feeling is normal, however, if the catheter shaft becomes hot discontinue use immediately and withdraw from patient. Once removed from the patient confirm that irrigation is flowing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during treatment of a severely calcified lesion in the anterior tibial artery, after approximately two minutes of activation, the recanalization catheter was allegedly hot to the touch. It was further reported the catheter was removed from the patient and was reactivated; however, the tip of the catheter did not vibrate. Another catheter was used to complete the procedure. There was no reported patient injury.